Manufacturer narrative:
Initial and final MDR 1881944 - MDR 3003442380-2024-06968 - device 1 of 3. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an issue with three infusions set fell off during use on (B)(6) 2024. The infusion set was in use for 2-3 hours for each event. The blood glucose level at time of event was high with current value was greater than 450 mg/dl. The replaced infusion set and resumed insulin successfully. No further information available.